Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a pixel issue was on pump display which led to an unreadable display. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, and a different issue was identified.